Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system/memory pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system/memory pcb assembly and determined that the cause of the reported issue was that the connection between the system pcb and the memory pcb was intermittent. When pressure was applied to the memory pcb, the device would reset by itself.

Event description:
The customer contacted physio-control to request that their device be serviced; however, no specific issues were reported by the customer. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the display was flashing due to the device resetting by itself. The device resetting by itself could delay or prevent defibrillation therapy, if it were necessary.